Event description:
Physician was attempting to use 1 sprinter legend balloon to pre-dilate a severely calcified lesion in the lad but the device could not deflate after first inflation, device was removed by being pulled strongly. Sprinter legend did not cause any health hazard to the patient. After removal of the sprinter legend balloon the physician stented at the lesion. Evaluation summary: the distal tip was flared and damaged. The balloon distal cone was pulled into the balloon. There were numerous kinks visible along the hypotube. The guidewire entry port bond was ripped and damaged. The transition shaft was severely stretched and kinked. The transition shaft length was out of specification. The balloon bond was stretched. The balloon was partially inflated. It was not possible to deflate the balloon possibly due to the stretching of the transition shaft/balloon bond or due to the residue present in the inflation lumen. The device was placed in a waterbath to disperse the residue. On removal from the waterbath the balloon could not be inflated; the distal shaft was cut distal to the guidewire entry port to facilitate inflation/deflation of the balloon. Negative purge was performed and a leak was detected. On pressurization of the balloon a small leak was located on the inflation lumen 9mm proximal to the balloon bond. There was lead in scratches proximal and distal to the leak site.

Manufacturer narrative:
Evaluation results: (root cause of the deflation issue and leak could not be determined). (Deformation problem). Evaluation conclusions: (root cause of the deflation issue and leak could not be determined). (B)(4).